Event description:
It was reported that in preparation for an unspecified procedure, packaging difficulties occurred. The packaging for the encore inflation kit was reported as not opening evenly, with the packaging shredding and tearing resulting in concerns regarding maintaining sterility. A different product was used successfully to complete the procedure with no patient complications reported and patient status is fine.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).